Event description:
Procedure: hemicolectomy. According to the reporter: the stapler locked down on tissue. The stapler was fired extracorporeal. Another stapler was used to cut off and staple around the locked instrument. The surgeon used a gia to re-staple transection line and removed stapler with tissue attached. Cause was delayed 6 mins.